Event description:
A customer experienced ongoing intermittent occlusions with their insulin pump, which was not in use as they had to remove it due to persistent alarms. There was no adverse impact to customer¿s blood glucose level. It was determined that a pump replacement was necessary, and the customer reverted to an alternate method insulin therapy.